Manufacturer narrative:
The complaint investigation for falsely elevated architect toxo igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The complaint activity for lot 46116be00 indicates the reagent lot is performing as expected for this product. A review of tracking and trending data did not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with reagent lot number 46116be00 and complaint issue. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect toxo igg reagent lot 46116be00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient identifier: sid (B)(6) and sid (B)(6).

Event description:
The customer observed falsely elevated architect toxo igg results for one patient. The following example data was provided: sid (B)(6) on (B)(6) 2023 results = 11.3/11.3 previous toxo igg from patient had been negative in past last being from (B)(6) 2023. The customer sent the samples from (B)(6) 2023 and (B)(6) 2023 to another lab both had negative results. The customer repeated another sample(same patient) from (B)(6) 2023(two samples from that day) this sid was (B)(6). Its initial result from (B)(6) 2023 was 2.3 repeat result = 0.1 no impact to patient management was reported.